Event description:
Indication for procedure: lead fracture resulting in inappropriate shocks to the patient. Procedure: the patient was brought to the or, intubated, pocket opened on the left side, and the lead freed from the pocket. The lead was prepped and a lld-e was inserted to the tip of the lead. A 14f sls was used to lase over the lead without difficulty until reaching the svc/ra junction, at this point, the tip had freed from the right ventricle. The 14f sls was removed, up sized to a 16f sls. As the physician began retracting the catheter, the patient's blood pressure dropped. Attempts were made to increase the patient's blood pressure with no success. It was at this time the physician decided to open the patient's chest, and repair the tear in the svc and remove the lead that was embedded in the wall of the patient's svc. The patient was transferred to the intensive care unit following surgery and later discharged from the hospital.

Manufacturer narrative:
Device analysis: the physician indicated the spnc devices did not at any time malfunction, nor did he feel that the use of spnc devices was the causative factor in the patient's injury.